Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction revision surgery with cpx4 with suture tabs medium height smooth expander experienced left deflation post procedure. As a result, patient underwent removal and replacement with a 450cc mentor breast implant on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak test of the returned device. During the visual analysis of the returned sample cpx4 with suture tabs medium height smooth expander, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by delamination dome. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2022, mentor became aware that patients lot number 9435643. A manufacturing record evaluation (mre) was performed for the finished device number 9468592, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).